Event description:
Healthcare professional reported a xen®45 gts event described as "boxes were partially open upon inspection." Device did not make patient contact. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. Due to the nature of the reported complaint, an evaluation for device functionality was not performed. The device was removed from the molded tray and manipulated prior to lake county sample receipt (actuated slider and the retention plug and cam lock each detached and not returned). Since the condition of the sample indicates handling prior to sample receipt, a proper evaluation of the packaging and seals cannot be performed. No further evaluation is required. Conclusion: the reported complaint of breach of sterile barrier seal is unable to confirm since the condition of the sample indicates handling prior to sample receipt, and a proper evaluation of the packaging and seals cannot be performed.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of breach of sterile barrier seal is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "boxes were partially open upon inspection." Device did not make patient contact. Surgery was completed with second xen®45 gts device. No eye injury noted.